Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.00mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed. There were no patient complications, and the patient was good post procedure.